Event description:
After deployment pos. 2 the doctor want to do pos..3 . After remove the white cover in pos. 3 she want to release the bare spring apexes, by pulling the apex release grip the black release grip (olive ) is lost the release guidwire inside the applikationssystem. So she lost the proximal landing point at the osgteum of lca. She could release with plieers. The nirs was not optimal. In a 2. Procedure the doctor do a truncus carotis bypass . After this the nirs are positive, and he is fine . Patient outcome - "the patient is fine."

Event description:
After deployment pos. 2 the doctor want to do pos..3 . After remove the white cover in pos. 3 she want to release the bare spring apexes, by pulling the apex release grip the black release grip (olive ) is lost the release guidwire inside the applikationssystem. So she lost the proximal landing point at the osgteum of lca. She could release with plieers. The nirs was not optimal. In a 2. Procedure the doctor do a truncus carotis bypass. Aftere this the nirs are positive, and he is fine . Patient outcome - "the patient is fine."